Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2013 at 08:44:49. During night drain cycle two, the patient's ultrafiltration reading was 662ml, indicating the home patient (hp) drained 662ml more than their maximum programmed fill volume of 1000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was false empty detect and use error, inappropriate bypass of the caution: negative uf alarm. Homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass caution: negative uf alarm on pages 15-54 to 15-56. A review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.